Event description:
--

Manufacturer narrative:
This device was explanted and returned. Upon analysis this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not confirm the clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was noted to have misaligned markers on the electrocardiogram. Technical services advice was requested. Technical services discussed that noise as well as loss of capture with asystole for > 2 seconds was noted one the episodes analyzed. A possible lead issue or connection issue could not be ruled out. A follow up or an invasive procedure was discussed. At this time the device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.